Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy for an atrial fibrillation rhythm with rapid ventricular response. No known intervention was performed, and the patient was reported to be stable.

Event description:
New information reported that programming changes were made.